Event description:
It was reported the pump would not complete the load step and there was an issue with no motor noise generated during use. There was no adverse event associated with this issue.

Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on (B)(4) 2011. (B)(6). Recall #: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed the force sensor was out of calibration and that was contamination around the shim. Evaluation also revealed the battery compartment was cracked, however this issue is not the reason for reporting this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.